Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system suffered from an infection. The patient advocate reported that an open heart surgery procedure was performed to extract the device system. It was also reported that as a result of the infection, eye damage and brain bleeding had occurred.